Event description:
Pt reports that when putting new dosage into pump, "it won't clear and will not go up to 99" cannot get pump to function. Pt does have a backup pump and no interruption to therapy. No other info provided. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.